Manufacturer narrative:
(B)(4).

Event description:
According to the reporter, during a right inguinal hernia repair procedure, when the dissection balloon was removed, the inside seal split. A ratec was used to hold the seal in place to complete the case. Insufflation was lot due to the seal being broken. There was loss in abdominal pressure due to the issue, but this was stabilized. Last known patient status is that the patient left the hospital.